Manufacturer narrative:
Follow-up #1 date of submission 03/20/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/03/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was torn and the ¿ok¿, ¿up¿ and ¿down¿ buttons were responding intermittently. Removal of the keypad cover found contamination under the contrast, ¿up¿ and ¿down¿ button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the keypad cover was peeling and the ¿ok¿, ¿up¿ and ¿down¿ buttons required harder presses to elicit a respond. There was no trauma or moisture intrusion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.